Event description:
The facility representative reported a device with a failure code 810:11. This condition occurred during patient therapy and therapy was interrupted. There was no patient injury or medical intervention necessary according to the facility representative. There was no other information available.

Event description:
During cleaning of the surgical light, the lamp head started to fall down, but could be retained by the employee. The hospital did not report any injuries. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4)the software (B) (4) and will be categorized as a colleague 2006.

Event description:
The customer observed architect i2000 error code 1006 (unable to process test, background read failure) about 10 times a day with the tsh and psa assays when reaction vessel (rv's) lot 69521p100 was in use. The customer was able to generate a valid result upon retest. The customer was sent a replacement lot of rv's and the abbott field service engineer (fse) monitored the performance. The fse obtained the instrument log and verified the frequency of the error code decreased after the change in rv lot. There was no impact to patient management.

Event description:
In 2009, x-ray indicated broken pedicle screw. Revision surgery conducted to regain correction.patient's status: revised construct.

Manufacturer narrative:
(B) (4). CAPA-(B) (4) that is associated with this report. The fca associated with this complaint (B) (4).

Manufacturer narrative:
(B) (4). Evaluation summary: a baxter service technician evaluated the pump for an interruption of therapy caused by a failure code 810:11. The reported condition was confirmed due to a air -in-line printed circuit board (ail pcb) that was out of calibration. The ail pcb was recalibrated. The pump passed all functional tests and was returned to the customer.

Manufacturer narrative:
(B) (4)